Event description:
As reported by the field clinical specialist, approximately 4 years and 8 months following a transfemoral transcatheter aortic valve replacement procedure to implant a 26 mm sapien 3 ultra valve, the valve was noted to be degenerated and exhibit stenosis, with a gradient of 20 - 30 mmhg. A valve in valve procedure was performed with a 26 mm sapien 3 ultra resilia valve.

Manufacturer narrative:
Investigation is ongoing.